Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer stated they were unaware to remove air prior to the cartridge change. Tandem technical support assisted customer through the load process and able to resume insulin delivery. Reportedly, the customer administered a bolus. The customer's blood glucose level was 207 mg/dl.